Manufacturer narrative:
The investigation confirmed that a higher than expected phyt quality control result was obtained while using the vitros 5600 analyzer. Performance testing verified that the vitros 5600 analyzer and phyt reagent slides were operating as expected at the time of the event. The investigation determined that the root cause of the event is user error due to the use of an unverified phyt calibration.

Event description:
The customer obtained a higher than expected vitros phyt quality control result (level 3 qc result = 36.18 ug/ml vs expected mean = 29.37 ug/ml) while using the vitros 5600 integrated system. Biased results of the direction and magnitude observed may lead to inappropriate physician action if the event were to recur undetected with patient samples. There was no report that patient samples were affected. There was no allegation of harm to patients as a result of this event. This report corresponds to ortho clinical diagnostics, inc complaint numbers (B)(4).